Event description:
Caller states the patient tested 1.0 inr and 2.8 inr on the coaguchek s system during duplicate testing. Caller could not provide any information on treatment. No adverse event reported. Requested return of suspect device and replacement was sent.